Event description:
Per the information provided to co by the physician's office, the device was removed due to "tubing to right corpora split." As reported to co, the entire device was removed and replaced with another co's 3 piece inflatable penile prosthesis.